Event description:
It was reported that bd needle eclipse poor connection needle to syringe. The following information was provided by the initial reporter: bd eclipse needle no longer securely leur locks in with the bd 3ml syringe (often used together by nurses to deliver subcutaneous injection/medications). The concern is that the connection point will disconnect at the point of injection causing potential blood and body fluid exposure/injury or loss/incorrect dosing of medication. At the time of the initial contact difficulty attaching the syringe to the needle could also cause injury and loss.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
A device history record review was completed for provided material number 305760 and lot number 2011009. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) luer lock syringe and one (1) eclipse needle were returned for evaluation by our quality team. The eclipse needle had the snap clip (white plastic ¿ring¿) without activation. The needle was assembled onto the provided syringe and no issues were identified. Both devices could be connected and no leakage was observed. Please note that when assembling the eclipse needle with a luer lock syringe, a slightly rotational movement should be performed. We would like to inform you that smartslip technology ¿ has been introduced to help ensure a secure connection is made with luer slip syringes. Based on the investigation results, no manufacturing related issue or cause could be determined. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.